Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that there was a leak from the bottom seam and tubing of the dianeal solution bag (previously submitted as a homechoice cassette leaked from an unspecified location). Based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was received that, the complaint was regarding solution bag not cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was water on the heater plate of the cycler. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.